Manufacturer narrative:
Section b3: date of event is estimated. The ipg was explanted and replaced due to depletion. Effective therapy post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's ipg became inoperable. Surgical intervention took place to explant and replace the ipg. Therapy was restored post-op.